Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.73 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as there is a short aortic neck, less them 10 mm, severe aortic neck angulation, and aortic neck diameter at the renal arteries was 18 mm in diameter. It was reported that during the index procedure there was a reported type IV endoleak, however no intervention was performed. A follow up CT revealed that there is a proximal type I endoleak. The patient will be monitored by their physician. Per the physician , the sealing zone of the lesser curvature was less than 10mm, and in addition, the device was positioned obliquely; therefore, the physician suspected that insufficient sealing has caused the proximal type I endoleak. No additional clinical sequelae were reported and the patient is fine.